Manufacturer narrative:
Lifescan has requested the subject meter and strips for evaluation, but has not yet received them.

Event description:
The pt contacted lifescan in 2005, alleging that her one touch ultra meter would not power on. The pt described feeling dizzy during the time of concern. She reported being able to test the night before. No attempt was made to test while experiencing symptoms. She contacted her physician and was advised to take insulin. The pt reported that she did not test her blood glucose level on any other device. No further treatment was sought. The customer service agent verified that the pt was using the correct type of test strips, battery was correctly installed, the battery was replaced less than 1 year ago, and the battery contacts were in good condition. There is no indication that the pt experienced injury or medical intervention due to the meter, since she did not attempt to test while experiencing symptoms. Based on the failed troubleshooting, there is an indication that the product malfunctioned and meets the criteria for a medical device reportable. The meter, test strips, and control solution were replaced.